Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s extension line leaked during patient use. The caregiver stated that there was a pin hole in the patient extension line that caused fluid to leak onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a damaged shrouded connector. Functional testing including leak testing and clear passage testing were performed. Leak testing revealed a leak from the damaged shrouded connector. The reported issue was verified. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.